Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and surgical replacement. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The patient presented with severe mr due to anterior leaflet flail/prolapse. Transophageal echocardiogram (tee) noted the anatomy was hypermobile, with a long posterior leaflet and anterior flail which provided more leaflet excursion than a typical mitral valve undergoing mitraclip procedure. The clip was inserted, leaflet insertion was confirmed and the clip deployed, reducing mr to grade 2. Although it was recommended to implant a second clip, the implant team opted to end the procedure, concluding that the clip was well attached and the grade reduction good. One day post-procedure, transthoracic echocardiogram (tte) noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). On (B)(6) 2018, the patient underwent surgical mitral valve replacement. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported single leaflet attachment appears to be related to challenging patient anatomy/morphology (anterior leaflet flail). There is no indication of a product quality issue with respect to manufacture, design or labeling.